Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated and an alert indicating that there was an atrial fibrillation episode was observed. However, no electrogram of the said episode could be found. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.